Manufacturer narrative:
Product information: unknown. (B)(4). PMA/510(k) #: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a catheter used for invasive blood pressure monitoring and frequent lab sampling came out of the hub entirely and did not appear to have been broken. The device became lodged in the artery and required removal performed by a vascular surgeon via cut down method with subsequent ligation of right radial artery. A new device was inserted into the foot with no reported incident. The device has been sent to the facility's clinical engineering department for review. As reported, the patient is critically ill, sedated and paralyzed, with good perfusion to right hand due to a patent ulnar artery. The patient's current status is unrelated to the device failure.

Event description:
Additional information was provided stating that the catheter was secured to the patient using steri-strips. Heparin/ns carrier was running all the time and the catheter was flushed 4-8 times a day after blood sampling. The night before the event, there was bleeding from the arterial line site observed. Thrombin powder(snow), pressure dressing, and local hemostatic measures were attempted to mitigate bleeding without success.

Manufacturer narrative:
Device evaluation: the reported device was not returned to cook inc. For evaluation. Investigation: a document-based investigation reviewed the following: quality control and manufacturing instructions. There is no evidence to suggest the finished product was not made to specifications. A review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. The device master record was reviewed for these rpns, and there are adequate controls in place to ensure the device was manufactured to specifications. The lot number could not be provided by the customer, so the complaint history and device history record for the device could not be reviewed. There is no evidence to suggest there are non-conforming devices in house or in field. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. Conclusion: based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. It is possible tension was placed on the device when secured which could have led to the line and hub separation. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.